Event description:
The account stated the operator was checking the area of vortexor 2 when the operator caught their gloved hand on the reagent 2 probe of the architect i2000sr. The probe went through the skin to the bone. The operator put the wound under water to force bleed the wound. The operator went to occupational health and received hepatitis c vaccination and had blood taken for additional testing. No specific operator information given. No additional impact to the operator was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
No nonstatistical or adverse trends related to safety issues on the architect immunochemistry systems were identified. Current labeling advises operators on potential hazards. Abbott instruments are certified to safety standards to ensure that adequate protection is provided against hazards. Based on the available information, there is no evidence of a deficiency or malfunction of the system. The operator sustained an injury while troubleshooting the instrument, the instrument was not operating at the time.